Manufacturer narrative:
Section d3 - manufacturer information: updated. Section g1 - contact office (and manufacturing site for devices) or. Compounding .outsourcing facility: updated. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory and low voltage hazard alarms, dim pump running leds, and a broken strain relief on the white power cable was confirmed. The submitted log file contained data spanning 6 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured intermittent low voltage advisory alarms due to the relative state of charge (rsoc) voltage levels fluctuating, causing the voltage to drop below the low voltage threshold. The log file also captured multiple low voltage hazard alarms due to a power cable being disconnected (to perform a routine power source exchange) at the same time that the voltage was low on the other cable. The low voltage alarms resolved when the batteries were exchanged for charged batteries or the mobile power unit (mpu). The alarms occurred on both the black and white power cables. No other notable alarms were active in the log file. The pump maintained a speed above the low-speed limit throughout the log file. The submitted photographs showed that the pump running leds were dim. Additionally, the strain relief on the connector side of the white system controller power cable was observed to be broken. No product was returned for evaluation. Multiple requests were made to obtain additional information (including if the controller was exchanged, if the low voltage alarms resolved, and if any equipment would be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook section 10 and heartmate ii instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low voltage advisories and hazards for several days in a row, always while on battery power, when on batteries that had at least 2-3 bars of power. The controller's white strain relief had a crack in it, and the green arrows did not illuminate well. The system controller would be exchanged. It was also noted that there was some wear to the heartmate ii bend relief near the controller connecter. There were no events recorded in the submitted log files that indicated any issues with the driveline. A clamshell repair was recommended. Related manufacturer reference number for the pump: MFR # 2916596-2023-07857.